Event description:
This is filed to report the recurrent mr and single leaflet device attachment. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr). Two mitraclips were implanted reducing mr grade to 2. On (B)(6) 2019 mr had returned to grade 4 and one of the mitraclips had detached from the posterior leaflet. Another mitraclip procedure was performed on (B)(6) 2019. A third mitraclip was implanted reducing mr grade to 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) was due to challenging patient anatomy. The recurrent mr was due to slda and hospitalization was reported as patient is expected to undergo additional treatment. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed to report the recurrent mr and single leaflet device attachment. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr). Two mitraclips were implanted reducing mr grade to 2. On (B)(6) 2019 mr had returned to grade 4 and one of the mitraclips had detached from the posterior leaflet. Another mitraclip procedure was performed on (B)(6) 2019. A third mitraclip was implanted reducing mr grade to 2. No additional information was provided.